Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on several occasions the patient found the cannula of the infusion set bent after removing it, but no insulin leaks were present. The infusion device properly displayed e4 (occlusion error) in regard to the bent cannula. The patient was hospitalized due to continuous hyperglycemia. She was treated with insulin via IV. The infusion sets were requested to be returned for product evaluation.